Event description:
It was reported that a pt underwent a laparoscopic cholecystectomy procedure in early (B)(6) 2010, and suture was used. During the procedure, the needle broke. The needle fragment was removed. Another suture was used to complete the case. There were no adverse pt consequences.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. Additional info: the actual device batch number associated with this event is not known. A possible batch number is reported as follows: batch cgz590, mfg date: 06/01/2010, exp date: 01/31/2015.